Event description:
It was reported through the litigation process that a vena cava filter was implanted after a diagnosis of deep vein thrombosis/pulmonary embolism. Some time post filter implant, it was alleged that the filter was embedded in a vein and removal would cause complications. Reportedly, no attempts have been made to retrieve the filter. The patient allegedly experienced chest pain, had a blood clot in the leg and was placed on blood thinners.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, nine years of post-deployment, the patient complaints of right sided chest pain radiating to the upper back and leg pain. Lower extremity venous doppler was performed, and the study showed the presence of nonocclusive deep venous thrombosis along the left mid and distal superficial femoral veins as well as the popliteal vein. A computed tomography of chest was also performed, and the study showed suboptimal visualization of the bilateral pulmonary arteries secondary to an inappropriate bolus liming with no central or lobar pulmonary embolism. However, the past surgical history mentioned an insertion of an inferior vena cava filter. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as for pulmonary embolism no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate the current instructions for use states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. H10: b6, b7, d4(expiry date: 02/2010), d10, g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: approximately nine years post filter deployment, the patient presented to the emergency department with complaints of chest pain and leg pain. An ultrasound revealed nonocclusive deep venous thrombosis (dvt) along the left mid and distal superficial femoral veins as well as the popliteal vein. A CT of the chest revealed suboptimal visualization of the bilateral pulmonary arteries secondary to an inappropriate bolus timing. No central or lobar pulmonary embolism (pe) was identified. The physician indicated that pe was high in the differential. The plan was to start the patient on anticoagulation therapy with admission to the hospital. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately nine years post filter deployment, a CT of the chest revealed suboptimal visualization of the bilateral pulmonary arteries secondary to an inappropriate bolus timing. No central or lobar pulmonary embolism (pe) was identified. Given the patient¿s history of recurrent dvt and new onset of chest pain, the physician indicated that pe was high in the differential. Therefore, it is inconclusive if the patient had pe after filter implantation. No deficiency was identified with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was implanted after a diagnosis of deep vein thrombosis/pulmonary embolism. Some time post filter implant, it was alleged that the filter was embedded in a vein and removal would cause complications. Reportedly, no attempts have been made to retrieve the filter. The patient allegedly experienced chest pain, had a blood clot in the leg and was placed on blood thinners.